Manufacturer narrative:
Year only valid. Concomitant medical products: other relevant device(s) are: catalogue#: vamf3434c200tu, serial # unknown. Use by date: unknown, upn: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - patient safety organization tevar dissection surveillance initiative. This data has been provided to medtronic by a third party (m2s) and is limited and de-identified. On an unknown date, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: unknown endoleak. No further information is available for this event.

Manufacturer narrative:
It was reported that the previously reported endoleak remains unresolved. If information is provided in the future, a supplemental report will be issued.